Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing high blood glucose readings of 500 mg/dl and vomiting. Customer has treated the high readings with a manual injection. The drive support cap was noted to be normal. It was then noted that the act button on the insulin pump was unresponsive. Customer stated that they went through the metal detector at the airport prior to the button issue. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The occlusion test could not be performed due to the keypad anomaly. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.